Manufacturer narrative:
All available information indicates this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Manufacturer narrative:
This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was emitting tones. It was determined the tones indicated the device was at elective replacement indicator (eri). Technical services (ts) investigated and found eri was likely due to charge time of 19 seconds. Ts recommended that the device be replaced. This will be discussed further with the physician, and patient will be scheduled for device replacement. No adverse patient effects or device allegations were reported.

Event description:
Additional information was provided that the device was later explanted due to normal battery depletion and was returned for analysis.